Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that no failed hardware was found. A technical support specialist (tss) checked the failed storage space history, and it was recovered and assisted the customer. The customer had deleted drawers, added the drawers back in, and the duplicate entries no longer appeared. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station half height drawers have duplicate pockets. The customer stated that this malfunction caused affected device can contribute to a wrong drug being dispensed and administered to a patient. There was no delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station half height drawers have duplicate pockets. The customer stated that this malfunction caused affected device can contribute to a wrong drug being dispensed and administered to a patient. There was no delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.